Event description:
Elderly female with history of coronary artery disease and dyspnea. Procedure: heart catheterization. There was no syringe with the swan package. Another syringe attempted to be used but the balloon will not remain inflated. Another swan had to be opened for the syringe. No known harm to patient. Manufacturer response for catheter, intravascular, diagnostic, swan-ganz controlcath (per site reporter) will obtain.